Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy, indicating a needle mechanism failure. The pod was worn less than an hour. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod deactivated after completing 685 pulses and evidence of boluses were observed. No damages or deficiencies of the hard cannula, soft cannula, environmental seal, or bottom housing were observed that would have contributed to a needle mechanism failure. The needle mechanism assembly was manually reset and deployed; no issues were observed. No problem was found regarding the needle did not deploy event. The pod data showed an 0x9b alarm, indicating it has been more than 5 minutes after cgm deactivation without receiving pod deactivation command. No timeouts or drive stalls were observed. No damages or deficiencies were observed with the device that would cause a hazard alarm. The cause of the observed hazard alarm could not be determined.